Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - the ventilator device did not pass the self test during start-up. The screen stayed black. - this occurrence was noticed during startup. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - the ambient alarm was observable through hearing. - the device log files do not cover the events of the time of failure. - the alarm was not reproducible. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator device did not pass the self test during start-up. The screen stayed black. This occurrence was noticed during startup. The hamilton vigilance reporting decision strategy prescribes to report startup issues. The ambient alarm was observable through hearing. The device log files do not cover the events of the time of failure. The alarm was not reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.